Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant procedure no capture was noted on the right ventricular (rv) lead. Radiography confirmed the rv lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.